Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and was unable to reproduce the reported issue. The rse reviewed and analyzed the log files and found no errors. The device passed all functional tests. No further action was required. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the patient had asystole and alarm was not displayed on the bed to bed overview. The device was in use on a patient at time of event, there was no adverse event reported.